Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 35 mg/dl. Customer blood glucose reading at the of the incident is 35 mg/dl. Customer states the most recent set change was: (B)(6) 2020. Customer stated the insulin pump was over-delivering. The insulin did not exit. Customer was using auto mode feature. Customer reported programming is accurate. The device will be returning for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. (B)(4).